Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and found that the wire was fully intact. The customer's complaint of a broken sensor wire was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.